Manufacturer narrative:
Weight/ethnicity: unknown/asked but unavailable. Date of event: exact date unknown/not provided. Best estimate date is between 9/20/2021-10/31/2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to dysphotopsia. There was no vitrectomy or sutures required, however, the incision was enlarged. The patient has fully recovered. No further information is available.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 12/21/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of a non-j&j lens case. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issues. The complaint issue of "visual disturbance" was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.